Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm or audio anomaly was noted. The operating currents, including the low battery, off no power, failed battery test, and low reservoir alarms, could not be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
Customer reported that she received a low reservoir alert and when she pressed the esc and act buttons, they were not responding. Customer tried changing the battery and received a button error alarm and device is making loud ringing noise repeatedly. Blood glucose value is 173 mg/dl. Nothing further reported.